Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use spare charger if pump battery depleted before new supplies arrived, and technical support arranged replacement of damaged charging supplies.